Event description:
While utilizing the harmonic ace handpiece in pt the machine alarmed multiple times "relax pressure on blade" this info was re-itereated to the surgeon. Eventually the top piece of the blade broke off in the pt. Broken piece retrieved, no harm to pt. Did not need to open another handpiece as surgeon had completed use of handpiece.